Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the sample submitted for evaluation. Bd received one unsealed 22ga x 1.00in. Nexiva unit from lot number 3152254. The unit was received with the grip unattached to the needle and the proximal end of the needle was exposed. The proximal end of the needle had not been formed/crimped properly and no adhesive was observed on the needle or grip. No pieces of the cannula were discovered inside the grip. Without the needle being attached to the grip, it was very difficult to disengage the needle. The reported issue was confirmed as the needle pulled from the hub and determined to be manufacturing related. During manufacturing, this may occur in the adhesive dispensing station due to low or no adhesive causing the cannula not to be bonded. 100% adhesive depth inspection with automatic feedback loop to adjust amount is in place to mitigate the occurrence of this defect. A notification of awareness has been sent to the manufacturing department. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. If additional information becomes available, a supplemental report will be filed.

Event description:
It was reported that bd nexiva needle did not disengage. The following information was provided by the initial reporter: IV catheter dysfunction - unable to retract needle. I received this product concern form today. There is additional information in our log that doesn¿t show here. The item was saved and is in xxx office at xxx. There was no harm to anyone when this occurred. Response received 06 nov 2023: any needlestick injury occurred due to the event reported? No. Did the event involve an urgent/life threatening medical situation? No. Did the event cause permanent impairment of a body function? No. Did the event require medical or surgical intervention? No. Did the event cause permanent damage of a body structure? No.